Manufacturer narrative:
(B)(4).

Event description:
The patient had a 2.25 x 8 mm resolute integrity stent implanted in the rca and a 2.25 x 26 mm resolute integrity stent implanted in the lad. Patient is currently hospitalized, approximately 1 month later. Patient's arm is 'super swollen' (3 times normal size). Patient reported that the doctors had let them know this could be a reaction to some antibiotics they were currently on. Patient currently 'has no concerns'.